Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material') and device dislocation ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing, acute sinusitis, vaginitis trichomonal and dysfunctional uterine bleeding. Current weight 206 lbs. Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016 to (B)(6) 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol;norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2015 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, fatigue and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion, migration of essure device (per pfs) 1. No opacification or spillage from either fallopian tube. 2. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test - on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -- cervix: benign squamous and endocervical mucosa -- endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas -- serosa: no histopathologic abnormality -- right fallopian tube: no histopathologic abnormality -- left fallopian tube: no histopathologic abnormality b. Foreign body, removal: -- metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac 2. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety batch no c55839 -production date- 2014-05-19 expiration date - 2017-05-31. Batch no c59244 -production date - 2014-05-21 expiration date- 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Medical history added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material') and device dislocation ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing, acute sinusitis, vaginitis trichomonal and dysfunctional uterine bleeding. Current weight 206 lbs. Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) october 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol;norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2015 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, fatigue and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded.; on 16-dec-2015: total bilateral occlusion, migration of essure device (per pfs) no opacification or spillage from either fallopian tube. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign squamous and endocervical mucosa. Endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas. Serosa: no histopathologic abnormality right fallopian tube: no histopathologic abnormality. Left fallopian tube: no histopathologic abnormality. B. Foreign body, removal: metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety batch no c55839 -production date- 2014-05-19. Expiration date - 2017-05-31. Batch no c59244 -production date - 2014-05-21. Expiration date- 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material'), embedded device ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') and device dislocation ('migration of essure device location of device: right essure is separated by 2 cm in fallopian tube likely due to stretching of proximal portion') in an adult female patient who had essure (batch no. C59244, c55839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing and acute sinusitis. Current weight (B)(6). Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2015, cyclobenzaprine, ethinylestradiol; norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016 to (B)(6) 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol; norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, anaemia, nausea and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion, migration of essure device (per pfs). No opacification or spillage from either fallopian tube. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign squamous and endocervical mucosa. Endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas. Serosa: no histopathologic abnormality. Right fallopian tube: no histopathologic abnormality. Left fallopian tube: no histopathologic abnormality. Foreign body, removal: metallic coil (gross evaluation only). Ultrasound pelvis on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs & mr received: lot number, date of removal and events onset date were added. Date of insertion was updated. New events- migration of essure device location of device: right essure is separated by 2 cm in fallopian tube, segment of coiled, gray metallic material, essure coil embedded in greater omentum, menorrhagia, vaginal bleeding, vaginal infection, apareunia, migraines, anemia, nausea, fatigue, depression and mental anguish were added. Updated outcome of event pelvic pain to recovering/resolving. Reporters, patients dob, lab data, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material'), embedded device ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') and device dislocation ('migration of essure device location of device: right essure is separated by 2 cm in fallopian tube likely due to stretching of proximal portion') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing and acute sinusitis. Current weight 206 lbs. Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2015 to (B)(6)2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2015, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6)2016 to (B)(6)2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6)2014 to(B)(6)2019, mestranol;norethisterone (necon) from (B)(6)2015 to (B)(6)2016, ondansetron (zofran) from (B)(6)2015 to (B)(6)2018 and triamcinolone acetonide. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, embedded device, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, anaemia, nausea and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(4) coils on left and (B)(4) coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(4)2015: total bilateral occlusion, migration of essure device (per pfs) 1. No opacification or spillage from either fallopian tube 2. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test - on (B)(4)2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -- cervix: benign squamous and endocervical mucosa -- endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas -- serosa: no histopathologic abnormality -- right fallopian tube: no histopathologic abnormality -- left fallopian tube: no histopathologic abnormality b. Foreign body, removal: -- metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(4)2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac 2. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material'), device dislocation ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing and acute sinusitis. Current weight 206 lbs. Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from ((B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2015, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol;norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, fatigue and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion, migration of essure device (per pfs). 1. No opacification or spillage from either fallopian tube 2. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test - on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign squamous and endocervical mucosa. Endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas. Serosa: no histopathologic abnormality. Right fallopian tube: no histopathologic abnormality. Left fallopian tube: no histopathologic abnormality. B. Foreign body, removal: metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac 2. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety. Batch no c55839 -production date- 2014-05-19, expiration date - 2017-05-31. Batch no c59244 -production date - 2014-05-21, expiration date- 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material'), device dislocation ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing and acute sinusitis. Current weight 206 lbs. Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2015, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol;norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, fatigue and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion, migration of essure device (per pfs) 1. No opacification or spillage from either fallopian tube 2. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test - on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign squamous and endocervical mucosa endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas serosa: no histopathologic abnormality right fallopian tube: no histopathologic abnormality left fallopian tube: no histopathologic abnormality b. Foreign body, removal: metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac 2. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter added. Event : abdominal pain, genital bleeding, psych injury, vag. Discharge were added. Outcome of the event pain, bleeding, bladder/urinary were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"foreign body," consists of a segment of coiled, gray metallic material'), device dislocation ('there is some soft, white-tan tissue embedded within the coiled material/ (essure coil) embedded in greater omentum') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. C55839,c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypertension, blood pressure increased, headache, arthritis, candida vaginal, low back pain, burning micturition, essential hypertension, dizziness, muscle spasm, spinal pain, shortness of breath, smoker, shoulder pain, musculoskeletal pain, fever, chills, viral syndrome, vomiting, gout, obesity, fatigue, leg cramps, allergic rhinitis, pain in limb, giddiness, lightheadedness, diaphoresis, blurry vision, paraesthesia, spots before eyes, weakness, dehydration, orthostatic dizziness, upper abdominal pain, diabetes, gerd, vaginal discharge, tv trichomonas vaginalis, facial pain, nasal congestion, coughing, sneezing and acute sinusitis. Current weight (B)(6) . Previously administered products included for an unreported indication: valium, percocet, flonase, metronidazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, retroverted uterus, dyspareunia, endometriosis, palpitations, diarrhea, constipation, rash, depigmentation spot, menometrorrhagia and pelvic adhesions. Family history included hypertension (family member). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for contraception as well as acetylsalicylic acid (aspirin), amlodipine besilate (amlodipine besylate) since 2014, azithromycin (zithromax), cetirizine, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2015, cyclobenzaprine, ethinylestradiol;norethisterone (ortho-novum), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016 to (B)(6) 2016, ferrous sulfate, fluticasone propionate, ibuprofen, lisinopril from (B)(6) 2014 to (B)(6) 2019, mestranol;norethisterone (necon) from (B)(6) 2015 to (B)(6) 2016, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2018 and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("plaintiff has suffered physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, bilateral ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, fatigue and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 coils on left and 3 coils on right. It should be noted that the procedure was extremely difficult because of the large size of the fibroid, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion, migration of essure device (per pfs) 1. No opacification or spillage from either fallopian tube 2. Left essure is in good position. The proximal right essure marker is in the intramural portion of the fallopian tube. The distal portion is separated by 2 cm. This is likely secondary to stretching of the proximal portion of the essure due to flexibility of the outer coil (per mr). Pathology test - on (B)(6) 2018: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -- cervix: benign squamous and endocervical mucosa -- endometrium: proliferative endometrium, no hyperplasia or carcinoma, myometrium: leiomyomas -- serosa: no histopathologic abnormality -- right fallopian tube: no histopathologic abnormality -- left fallopian tube: no histopathologic abnormality b. Foreign body, removal: -- metallic coil (gross evaluation only). Ultrasound pelvis - on an unknown date: multiple uterine masses identified as described at least three of which are thought to be impinging upon the expected position of the endometrium. Small right ovarian cyst is described with apparent interval resolution of the approximate 5 cm; on (B)(6) 2016: large right ovarian cyst which may be part of a larger cyst with a septation verses two adjacent cysts. Seen transvaginally is an approximate 3.0 x 2.3 cm area with a central cystic region. This may simply be a partially degenerated fibroid adenoma with central cystic components- however a gestational. Sac with surrounding decidual reaction can not be excluded, correlation with a serum beta hcg level suggested to assess for this possibility that this could be an inferiorly displaced intrauterine gestational sac 2. Multiple uterine fibroids or myomas with at least three if not four discrete sizable uterine masses identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anemia, pelvic pain, vaginal infection, menorrhagia, depression, anxiety batch no c55839 -production date- 2014-05-19 expiration date - 2017-05-31 batch no c59244 -production date - 2014-05-21 expiration date- 2017-05-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.